Manufacturer narrative:
Product ID: 8709, lot# j0058119r, implanted: (B)(6) 2001, product type: catheter. Product ID: 8578, serial# (B)(4), implanted: (B)(6) 2012, product type: accessory. (B)(4).

Event description:
It was reported that the patient was to have magnetic resonance imaging (MRI) due to upper and lower limpness and pain. The reporter stated the magnetic resonance imaging (MRI) was related to the pump, noting it was for her back. The healthcare provider (hcp) reportedly ¿thinks there might be crystals at the tip of the catheter.¿ this had been ¿since 2000 ," and had gotten progressively worse and worse. The patient received assistance from their manufacturer¿s representative and their concerns were resolved. It was noted that ¿it was due to an magnetic resonance imaging (MRI) that needed to be done, and everything worked out ok.¿ the pump system was being used to infuse clonidine and morphine (unknown). [There are two additional events to account for the patient's two previous pumps since the reporter stated the issue had been ongoing since the year 2000].